Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for detected ventricular fibrillation (vf). It was suspected that the rhythm was atrial fibrillation (af) with rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.